Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, leakage in the balloon was found and the ventilator had no moisture. This affected the patient's treatment and delayed the condition. The patient was reintubated immediately.